Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level above 486 mg/dl and diabetic ketoacidosis resulting in a hospitalization. Insulin was delivered via an insulin pen to address bg prior to the hospitalization. The customer alleged there was a blockage within the pump supplies and that the pump was not declaring an occlusion alarm to alert the customer regarding the blockage. Reportedly, the customer observed the infusion set tubing and did view insulin flowing out of the infusion set cannula; however, the customer felt that the amount of insulin being delivered was too little. The customer purposely kinked the infusion set tubing and an occlusion alarm did not declare. While hospitalized, the customer was treated with potassium delivered via intravenous therapy. Customer was released 1 day later with the issue resolved and no permanent damage. During a follow-up call, the customer was informed that in order for an occlusion alarm to occur, enough back pressure needs to created by delivering approximately 3 units of insulin prior to the occlusion alarm announcing; the customer acknowledged and understood this information. At the time of the event, the customer had only delivered a 2-2.5 unit bolus after purposely kinking the infusion set tubing. Reportedly, the customer reverted to insulin pens for insulin therapy.